Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they 'hooked up the charger' to charge the battery in their back and it took like 20 minutes and then 'it wouldn't do anything'. Patient then stated that every other time they turn around, the controller is always shutting off the stimulator by itself for the last 3-4 days. Patient said there is still plenty of battery on both the controller and the implant battery when this happens. Patient mentioned that they have to sit there and turn stim back on about 3 times a day. Patient turned on the stimulation like 5 minutes ago and now it's turned off again. Agent reviewed with patient that stimulation would turn off if they use the white button on the top of the controller to press stimulation off or if the implant battery is too low or 0% charge. Pt stated they do not even use the stim on/off button. Pt mentioned an upcoming appointment with the healthcare provider (hcp) on oct 30th. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.